Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose due to slow acting carbohydrates and insulin flow block alarm. Blood glucose reading was 50 mg/dl. It was unknown how the customer treated for their low. The customer declined to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.